Manufacturer narrative:
Updated fields: b5 and h10. This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The probe tip did not fall inside of the patient, therefore, there was no need for any medical intervention.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. 2. Due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. 3. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. Also, an probe damage error (error code:u504) occurred. 4. After that, a force was applied to the probe during device handling. As a result, the probe broke. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of errors that did allow for output was not confirmed. In addition to evaluation in b5, there were scratches around the broken part of the probe. The coating of the probe around the scratches was partially peeled off. Observation of the fracture surface of the probe revealed that the fracture progressed starting from scratch on probe. There were no scratches or contact marks on the non-insulated part of the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic open gastrectomy the thunderbeat stopped outputting due to an error. The procedure was completed using a replacement device. There was no report of additional treatment/procedures, procedural delays, additional anesthesia, or patient harm associated with this event. During incoming inspection, the probe was broken. This medwatch is being submitted to capture the reportable malfunction found during evaluation.